Manufacturer narrative:
Full event site name: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was not able to duplicate the alleged malfunction. The stm tested the internal helium pressure subsystem and verified that the pressures were stable. He then operated the iabp on minimal helium with no leaks. The stm then performed full functional tests to verify the system components were functional. The iabp passed all testing and was released back to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump had an audible helium leak,while on a patient. No patient harm or adverse event was reported.